Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lens was explanted from the patient's eye due to glistening deposit found on the lens approximately 10 months post implant. Reportedly, the patient noted poor vision and another lens was implanted (B)(6) 2015. Additional information has been requested, but has not been received.